Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist dialed into ciisafe, closed the app, rebooted the station, and confirmed that the station was up and running. However, the customer reported that the error persists. Subsequently, a field service engineer replaced the latch on ciisafe door to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ cii safe displayed an error message when accessing compartment #14. The customer stated that the malfunction occurred when the user was getting medication for another station. There were no adverse events or injuries reported based on this event.